Event description:
It was reported that a hcu30 device had a defective page key button. No pt involvement. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service technician investigated the device and found a defective keypad. The device was repaired and returned to the customer. A supplemental medwatch will be submitted if additional info becomes available.